Event description:
It was reported that the hahn tapered implant failed. No relevant medical history of the patient was reported. The patient's bone quality is type 2, and their oral hygiene is good. On (B)(6)2022, the patient presented for a primary procedure on tooth #18. On (B)(6)2022, within three weeks of implant placement the patient presented with inflammation, pain, and infection. The provider determined the device had failed due to the infected implant site. The implant was removed, and the symptoms resolved. The implant was replaced with a similar product, and no permanent injury was reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6099746 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot#6099746 and found no additional product in stock to review. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implantø5.0 x 8 mm (70-1154-imp0014) using radiographic template (pk-209-062515). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: "infection" is a common complaint in regard to customer reaction. The possible responses to this complaint could be attributed to various causes. Although the root cause for infection is inconclusive and specific to each case, probable causes could be due to patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors that are unknown. IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3 (hahn tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570_7 warnings: do not reuse hahn tapered implants. The reuse of such device on another patient is not recommended due to the risks of cross-contamination or infection. Hahn tapered implants may only be used for their intended purpose in accordance with general rules for dental/surgical treatment, occupational safety, and accident prevention. They must only be used for dental procedures with the restorative components they were designed for. If the indications and intended use are not clearly specified, treatment should be suspended until these considerations have been clarified. The following instructions are not sufficient to allow inexperienced clinicians to administer professional prosthetic dentistry. Hahn tapered implants, surgical instruments, and prosthetic components must only be used by dentists and surgeons with training/experience with oral surgery, prosthetic and biomechanical requirements, as well as diagnosis and preoperative planning. The implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. Absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Correction to the health effect-impact code (h6). Manufacturer reference: (B)(4).